Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results for 4 patient samples on a cobas 8000 c 702 module. At approximately 4:00 pm on (B)(6) 2020, the customer successfully ran qc prior to running the initial results. At approximately 12:00 am on (B)(6) 2020, qc failed. Therefore, the customer repeated the results of samples ran between the time frame. Sample 1 results: the initial result was 107 mg/dl and the repeated result was 82 mg/dl. Sample 2 results: the initial result was 108 mg/dl and the repeated result was 80 mg/dl. Sample 3 results: the initial result was 127 mg/dl and the repeated result was 92 mg/dl sample 4 results: the initial result was 107 mg/dl and the repeated result was 81 mg/dl. The initial results were reported outside of the laboratory. The repeated results are believed to be correct. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service representative found a pin hole in the rinse mechanism tubing and replaced the tubing. He adjusted the rinse volumes to specification. He ran a bath exchange, cell blank measurement, air purge, and a precision study. The assays were within roche precision guidelines. The investigation determined the service actions resolved the issue.